Event description:
Covidien received a report stating that a ventilator experienced a communications malfunction. There was no report of patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse then performed the extended self test (est), short self test (sst), performance verification test (pvt) and all calibrations in accordance to manufactures specifications. All tests passed. (B)(4).